Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 had intermittently failing pockets. A field service engineer logged into the station and opened drawer 1.1. Two pockets were found with medications pressing against the lids, and user unloaded both. Pocket d1 was intermittently not sensing as closed and was removed from the station. After removal, user tested the drawer multiple times with no further issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pocket and drawer failures occurred involving drawer 1.1 in the edft. The customer reported that both the drawer and individual pockets failed repeatedly, and the affected pocket varied. Multiple attempts were required to recover the cubies. The customer reported that more than (B)(4) failures occurred over a 12-day period. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.